Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brake are set. Replace as necessary. As no serial number was provided for this bed, a search of the hill-rom maintenance records for any hill-rom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their bed. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the brakes were not holding. The bed was located in the ICU at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).